Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively, during the select patient/acquire scans task of an electrode and probe placement procedure, the site initiated a 3d spin and found that the initializing progress bar did not appear. It was noted that the staff heard the system take the spin. The radiology technician (rt) let off the switch early due to the absence of the progress bar, which resulted in a spin that could not be used for navigation. The site took a second 3d spin and the progress bar appeared as expected. And the image contained a nav tag. Upon initiating a post-op spin, the progress bar again was absent, however the rt held the control down for the complete spin and a nav tag was observed. The spin would not push over to the navigation system automatically. The site manually pushed exam to the navigation system and was then able to confirm the lead placement. The site also noted that when the gantry was moved in the down direction, it moved quicker than normal. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.